Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6)2017. The rep reported that the patient was scheduled for neurostimulator (ins) replacement on (B)(6)2017. The rep reported that the replacement was rescheduled for (B)(6)2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). Rep provided follow up. Patient was having surgery on the date of the report to replace the ins. The ins was discharged even though patient charged 2 days ago. Because patient reported that ins burns during the charging process therefore he doesn't want to charge ins before surgery. It was reviewed that the rep cannot check impedances until battery has a small amount of charge to it. Patient was going into surgery to replace ins therefore, caller was going to charge the ins outside of patient to be able to check impedances and get settings. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was received that a patient¿s battery is heating during charging and during discharge when it nears the depleted state. The rep ran impedances and all appeared to be normal. The rep stated that the patient charges for 30-40 minutes into a session before seeing the temp warning on the ins recharger (insr). Patient also reported a very hot burning sensation during discharge. Patient was advised to stop using ins or use minimally until replacement. The issue was not resolved at the time of this report. A replacement has been planned, but has not been scheduled yet. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial#(B)(4)) revealed no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete.